Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted the patient adapter separated from the tubing / bushing. The reported condition was verified. The sample did not meet specifications for leak due to component separation. The cause of the separation could not be determined; however, there were markings inside the tubing indicating the tubing was positioned onto the patient adapter. The assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug would cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set "fell off" which resulted in a leak. The patient clamp their tubing with the red clamp. This occurred after peritoneal dialysis therapy when the patient noticed their clothing was wet. There was no report of patient injury or medical intervention associated with this event, however the patient was given ancef intraperitoneally (ip) for wet contamination. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.